Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, part of the reload broke in the sureform 45 stapler instrument during extraction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform 45 stapler instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the sureform 45 stapler instrument (pn 480545-04/lot # t90220516-0205) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022. The instrument has four uses remaining out of a total of 12 uses available. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the instrument broke and it was unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc.(isi) received the sureform 45 stapler involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system, passed initialization, moved intuitively with full range of motion in all directions, and the jaws opened and closed properly. The instrument clamped, fired, and unclamped without any issues. No damage was found. There were no broken fragments found in the distal end. A review of the logs showed no errors. Isi also received the green reload involved with this complaint and completed the device evaluation. Failure analysis investigation found no damage to the reload. The reload was returned unfired. The reload was installed on an in-house instrument and the placed on an in-house system. The system showed the reload as being used. The system will flag the reload as used once it passed the cannula, regardless whether it was fired or not.